Event description:
Customer reported that a patient with a previous history of (B)(6) did not react with vrb177. The antibody was first identified in 2011. (B)(6). Additional testing of sample was performed with vrc177 (treated and untreated cells) with (B)(6). Customer was not able to rule out (B)(6). No additional investigation was performed by the customer.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. Results were satisfactory. Customer was unable to provide sample for further investigation. (B)(4).